Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's front enclosure was removed and returned. The malfunction was not duplicated. The front enclosure was scrapped and the customer indicated the device was repaired and returned to service. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.